Manufacturer narrative:
User reported sensor inaccracies after performing a firmware upgrade. The case was escalated and the next level of support stated that they wanted to monitor system performance and they wanted the user to calibrate the system once a day while the system was being monitored. The user was contacted multiple times so the escalation response could be relayed but they remained unresponsive. The user called back and mentioned that they were hospitalized for cardiac related issues and that they were instructed to remove their transmitter during their stay. They mentioned that they would call back at their earliest convenience. They later stated that they were out of the hosiptal and that the system was working fine. Per dms review, the user is actively using the system.

Event description:
On february 20 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.